Manufacturer narrative:
Correction: it was reported that during a da vinci-assisted surgical procedure, the front part of the shaft on force feedback mega suture cut needle driver (nd) instrument was damaged. Fragments were removed during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a broken main tube approximately 7.18mm from the distal tip. A piece measuring approximately 11.48mm x 3.30mm was not returned with the instrument. Components adjacent to this broken main tube did not show damage. Additional findings: the instrument was found to have a detached fragment. The detached fragment was the result of the broken main tube. The missing piece was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front part of the shaft on harmonic ace is damaged. Fragments were removed during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage or anything unusual was noted during the inspection. There was no evidence of a defect or abnormality prior to the procedure. However, it is unknown what specific surgical task was being performed at the moment the device fragment fell inside the patient, and the surgeon does not have a clear belief or explanation about what caused the instrument to break, or why the fragment fell. Likewise, the duration the instrument was in use before the issue arose is unknown. Throughout the surgical procedure, the surgeon did not notice any issues with the instrument¿s functionality, and there were no reported collisions with other instruments or hard materials that could have caused damage. The fragment(s) did not fall inside the patient as a result of an instrument tip or accessory collision. Prior to breakage, the instrument was not removed during the procedure, so questions regarding wrist positioning and resistance upon removal pertain only to the final removal. At that time, the wrist was straightened, and the surgical staff did not feel any resistance when removing the instrument through the cannula. Following removal, no damage to the cannula or to the instrument itself was noticed. The fragments were retrieved within the procedure, and confirmation that all fragments had been collected was achieved via visual inspection. No additional surgical procedure such as laparoscopy or an open approach was required for fragment removal, and there were no post-operative tests (such as x-ray or ultrasound) performed to check for retained fragments. The procedure was completed robotically as originally planned and was not aborted or converted to open or laparoscopic surgery. There was no injury to the patient resulting from this event, and the patient has not returned to the hospital for any post-surgical complications related to a retained foreign object. The instrument and its associated accessory are available for return to isi for evaluation; however, the retrieved fragment itself will not be returned to isi. The reason for not returning the fragment has not been specified. It is unknown if an image is available for review.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.